Manufacturer narrative:
(B)(4). Results of customer testing: the customer advised that they looked at the trends screen to see whether the ventilator actually did not deliver any breathe for 5 minutes. They also checked the error log screen and found there were no related entries for the crash. Results of vyaire investigation: the vyaire failure analysis laboratory received the user interface module (uim) and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator was not working for approximately 5 minutes while on a patient. Additionally there was no response from the touch screen to any attempt to control the ventilator. The customer stated the patient was moved to another ventilator and there was no known patient injury or harm.